Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving dilaudid (4 mg/ml at .7 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient had lost weight recently so their pump shifted in the pocket. The patient was taken to surgery today and the healthcare provider made a new pump pocket in the right abdominal area. They took the pump out of the previous lateral abdomen pocket and closed the incision and secured the pump in the new pocket. The event was resolved.